Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14182. It was reported the pt not receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. The pt has suffered several falls in the past. Reprogramming was unable to resolve the issue. The pt is pending f/u with her physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.